Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The samples were visually and functionally evaluated. The returned samples were found to be out of specification. The evaluation found strong stiff zone during annealing process. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on 2/13/2014 and suture was used. During the procedure the suture broke and the needle pulled off. The procedure was completed with a same like device. No reported adverse patient consequences.